Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Continuation of medical devices: 638rl28 heart ring, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician questioned why the device longevity estimate was dropping so quickly since last year. Interrogation information showed that the patient's condition of atrial tachycardia/atrial fibrillation and other factors were close to one hundred percent right ventricular/left ventricular pacing. Due to the increase in right ventricular pacing at the high output and the low impedance is what is causing the shorter longevity estimate. The right ventricular lead and the device remain in use. No patient complications have been reported as a result of this event.